Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was exposed to automated diagnostic tests that verified the performance of pacing, sensing and recording functions of the device and no anomalies were found. This device performed normally throughout analysis, operating as designed. Boston scientific has determined that if a pacemaker is reprogrammed to a significantly higher amplitude or pulse width when the device is near its elective replacement time, the longevity remaining at 100 percent pacing estimate may be inaccurately displayed as greater then 5.0 years rather than less then 0.5 years, due to a programmer calculation error.

Event description:
Boston scientific received information that the device showed a battery remaining estimate of greater than five years remaining four months after displaying an estimated one and a half years remaining. A memory disk was sent in for analysis. Memory analysis indicated that the programmer may have been displaying errounous data. The patient was brought in for monthly follow up appointments. Nine months later, the same issue occurred and the device was explanted prior to reaching its elective replacement time. No adverse patient effects were reported as a result of the explant procedure.